Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit has error code message of data acquisition (da) pcba adc reference failed. Customer reported there was no patient involvement.

Manufacturer narrative:
The customer replaced the retrofit kit, data acquisition (da) to motor controller (mc) cable/mc bracket to address the reported issue. The unit has been returned to service.the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.